Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter displayed an unknown error message. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient stated that the error message has occurred intermittently since he received the subject meter from his doctor approximately two weeks prior to contacting lifescan. When the patient applied a blood sample, an unknown error message was displayed alleging a strip problem. The patient attempted to retest with a different test strip but the same error message was displayed. The patient reported that when he obtained the error message he retested until he was able to obtain a result. During the call, the patient also reported that he felt the subject meter read inaccurately high when compared with another meter. The patient manages his diabetes with self-adjusting insulin. The patient stated that he increased his dose of humalog (from 4-8 units to 16-20 units) and lantus insulin each day following the alleged inaccurate high readings in response to the alleged product issue. The patient claimed to have developed the symptoms of ¿shaking and lightheaded¿, which he associated with low blood glucose, within a week after the error message began; however he denied that he had received any treatment. At the time of troubleshooting, the customer support representative (csr) noted that the patient was using the product for the first time. The csr walked the patient through a retest and noted the error message wasn¿t displayed on that occasion. Replacement products were sent to the patient. Although, the patient developed signs/symptoms suggestive of hypoglycemia, there is no indication that the alleged error message caused and/or contributed to this serious injury. The patient associated the symptoms with increasing his insulin medication after obtaining inaccurately high readings; however this complaint is being reported as a malfunction because the alleged error message was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.